Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred intermittently during the load sequence. Customer reverted to an alternate method of insulin therapy. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, usb pin damage was also identified.